Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The integrate electro surgical unit (iesu) was analyzed and found in system logs, the following error were found c-34, 2-8a, c06/m-18, m-11, c30/c38, 2-8a, c-06/m-18 m-11, c-30/c-38, and m-1f. Also of concern. M-1c, m-32 errors are logged within system logs. Inspection during fa process was able to replicate the reported event; unit tested on system, presents c-34/c-00 error on startup. C-00 errors in erbe logs. The complaint regarding c-4 error occurred was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Annex c - inv findings desc 2 . C0201 - electrical/electronic component problem identified.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered error c-34 on the viodv, specifically when using external instruments in both ports. The initial troubleshooting advice given was to perform a hard cycle and connect the system directly to the ac wall outlet. Despite these efforts, the issue persisted. The tse confirmed that the problem only occurred when using monopolar with c-34 in erbe generator, and it was not resolved by hard cycles, different forceps, or changing taps. The user continued with the procedure as planned.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electro surgical unit (iesu) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided.